Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0grv8, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the manufacturer representative was trying to resecure the lead to the implantable neurostimulator (ins) and the screw would not advance. The screw in the ins was in question and the patient¿s health care provider (hcp) was not able to achieve the appropriate torque and there was no click after multiple clockwise rotations. They gave a gentle pull on the lead to see if it was secured and the lead wasn¿t secured. After multiple attempts to screw in with the torque wrench they called technical services for help and they determined that the screw was malfunctioning and the ins needed to be replaced. The ins was replaced and it was unclear as to what the root cause was. The issue was happening on the patient¿s current system that they were revising. The patient was receiving greater than 50 percent symptom reduction at the time of the revision and the manufacturer representative had not had contact with the patient since the procedure. There was no interrogation of the old ins necessary as it was not in question. The institution took the device to pathology and the manufacturer representative did not have access to it. It was later reported that there was 50 percent or greater symptom reduction. Reprogramming was needed on the new device since a new generator was inserted and this took place on (B)(6) 2014. The patient recovered without permanent impairment.